Event description:
It was reported that an error message was displayed. An angiojet spiroflex vg catheter was used for a thrombectomy procedure. However, the device would not suck saline in and alerted to replace with a new catheter. No patient complications were reported.